Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
There was a home monitoring alert that this rv lead impedance is intermittently out of range. The last value on (B)(6) 2017 was 176 ohms. Sensing and thresholds are good. The implant date was not provided.